Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿tissue damage¿ is not available. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Health effect - impact code :f1907.

Event description:
It was reported that during an explant surgery for infection (captured in MFR. Report # 1644487-2024-00488), fibrosis was seen at the electrode site that was also present on the carotid artery and jugular vein. When the physician tugged on the scar tissue, the jugular vein tore and a vascular trauma surgeon was called in to surgery. The vein was ligated and embolized and it was noted that the jugular vein was permanently severed. After this, the lead was explanted and the patient was admitted to the intensive care unit. Device history records were reviewed for the lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.